Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient had a scab or sore over the implant site that would not heal. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The pacemaker was explanted.